Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to kinked cannula. The event occurred withn three hours of insertion. The insertion site was abdomen. The infusion set was in use for less than 24 hours. The blood glucose level was 523 mg/dl and the patient was treated with correction bolus via pump and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.